Event description:
It was reported the pump software did not suspend insulin delivery. Subsequently, the customer experienced a low blood glucose displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address their bg. Reportedly, customer continued to use pump for insulin therapy.